Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary mini drawer 4.4 failed in hardware test application mode and several mini drawers were failed due to emergency latches and medical debris. A field service engineer cleared emergency latches for mini drawers, replaced the auxiliary mini drawer 4.4, and verified functionality through final testing. The customer was able to recover and inventory all mini drawers without further issue or incident. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.4 failed to open. The customer attempted recovery steps and rebooted the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.